Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had keypad anomaly and fill anomaly. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out of the insulin pump during fill tubing process and the buttons of the insulin pump were less responsive. The insulin pump also had failed battery test and it was receiving low battery alert after a week of using it. The insulin pump needed to rewind more than once and received no delivery alarm. The insulin pump had scratches on the screen and the back-light was also no longer functioning. Troubleshooting was not performed and the device will not return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc, act and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify failed battery test alarm, low battery alarm, no deliver alarm, prime/fill, rewind anomaly back light anomaly due to unresponsive button. Device had minor scratched lcd window.